Event description:
Re. Abbott's "freestyle libre 2" cgm sensors: 8 out of the last 10 sensors have proven faulty and required replacement well before their supposed 14 day duration (0-10 days before), due either to inaccurate blood glucose readings (verified/calibrated by another certified device) or no readings at all. I have reported this to abbott, who has replaced them free of charge, but changing sensors this often means unnecessary additional skin punctures and arm wounds; and try as I have to find out what the problem is, customer service gives no information. An occasional faulty sensor can be expected (though abbott doesn't mention this), as was the case for me before 2022, but this many in such a short period of time since points to a new major manufacturing / quality control problem. Please note that canada recently recalled several freestyle sensor lots. As an insulin dependent person with an auto-immune condition (type 1 diabetes), I rely on my FDA approved cgm to make treatment decisions throughout the day, and the number of faulty sensors has severely impacted the ability to manage my condition, not to mention the worry and additional cost of using many extra test strips with another meter for verification/calibration. Mw5115122, mw5115123, mw5115124, mw5115125, mw5115127, mw5115128, mw5115129.